Event description:
User facility reported vacuum problems with the catalyst unit and footswitch. The user stated that when the footswitch was released vacuum would not stop. The pt sustained a capsular tear resulting in anterior vitrectomy.